Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2017 with the following findings: review of the black box data revealed multiple records of communication failure alarm (cs052). On examination, the battery compartment and battery cap were intact and without damage; the battery cap fit securely to the pump. The pump was powered on normally and exercised for 24 hours without the occurrence of any errors, alarms or warnings. Investigation did not duplicate the call service alarm complaint.